Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 70, item# 183012, lot# 325910. Bmet regenx pri tib tray 75mm, item# 141274, lot# 278890. Biomet finned pri stem 40mm, item# 141314, lot# 896740. Vngd cr tib brg 10x71/75, item# 183440, lot# 560800. Cobalt g-hv bone cement 40g, item# 402283, lot# 768500. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately one month post implantation due to pain and instability. A surgical revision and patellectomy was performed. The patella bone was replaced by a fully prosthetic implant. There is no additional information at this time.